Event description:
It was reported the pt had the device replaced, as they were unsatisfied with the device recharge interval times. The pt did not like cycling and had very high powers. Attempts for power usage of the explanted device were unsuccessful. Troubleshooting performed included impedance testing, which was ok. Following the replacement, the new device had longer recharge intervals of 3 days. The pt was then receiving effective stimulation. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.